Manufacturer narrative:
On 09-01-2021, the following additional information was recieved: during troubleshooting, the temperature alarm was cleared and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. There was no reported impact to customer's blood glucose. No additional patient or event information was available